Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation and no photos were provided. There were no nonconformities, failure, or deviations documented in the batch record during the manufacture of advate with baxject iii lot tatz031ba which could have contributed to the reported problem. The complaint is not confirmed as no samples (physical or photos) were available for evaluation, and no manufacturing issues with the process, equipment, or material were identified that could have adversely impacted the quality of the product. No escalation, no deviation, and no corrective and /or preventive actions are warranted at this time. A review of the november 2023 monthly report for advate bjiii was also performed relative to the subcategory 'reconstitution difficulty'. (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.

Event description:
The complaint states, "patient reported a vial from his last shipment was defective and he was not able to mix. Declined rph. No other details provided."